Manufacturer narrative:
Due to the issue, the customer performed an imx dispense check on 11/03/2006 and an imx meia photo check on 11/06/2006. No hardware issues were found during the dispense and meia photo checks. The customer stated that the imx probe, multi-valve block, diluent and sample syringes were three years old. The customer stated that after changing the dispense components and recalibrating the assay, patient and control results were acceptable. Service history review for the time period of 11/01/2005 through 11/16/2006 indicates there have been no other complaints of inconsistent results on imx. The imx system operations manual (ln# 8376-07), section 10, troubleshooting, observed problems, meia test results and erratic meia test results provides a list of probable causes and corrective actions to resolve the issue. Dirty, damaged or incorrect positioning of the probe/electrode assembly and dirty or malfunctioning dispense components are listed as probable causes and replacing and/or recalibrating dispense components is provided as a corrective action. This is the final report.

Event description:
A physician questioned an imx b-hcg result of 89,650 miu/ml on a pregnant female pt. The same sample was retested yielding an imx b-hc result of 192,180 miu/ul. No impact to patient management was reported.